Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 06-mar-2019, (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 12-jan-2019, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that in (B)(6) 2016, the hcp moved everything (leads/ins) to another side so that the patient could charge better. The patient said they moved it because a wire broke. The patient didn't know when the actual issue started. No further complications were reported.